Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and only top portion of the screw was received. The bottom part of the screw was discarded by the dentist. An x-ray was provided and it was review it. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. Date received by manufacturer, add expiration date, (B)(4). Add device manufacture date, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes.

Event description:
The dentist reported that abutment screw fractured. Abutment screw was placed one (1) year ago. The dentist was able to remove the fracture screw portion from the implant.